Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an esophagogastroduodenoscopy (egd) and a c-scope on (B)(6) 2015. The egd showed a duodenal polyp that was biopsied and found to be an adenoma and gastric hyperplasia. The c-scope showed one cecal and 3 ascending colon polyps and one sigmoid polyp which were resected and clipped. Since the egd and c-scope were performed, the patient has been admitted to an outside hospital twice for gastrointestinal bleeding requiring transfusions. On (B)(6) 2015, the patient was transferred to the implanting center for anemia. On (B)(6) 2015, a duodenal streaming vessel was clipped. The patient denied signs and symptoms of melena, epistaxis, diarrhea, nausea and vomiting, fatigue or shortness of breath. Further information was not provided.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be conclusively determined as the device remains in use. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.